Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing abdominal pain. The lead had an atrial lead warning that indicated low impedance. The lead remains in use. No patient complications have been reported as a result of this event.